Manufacturer narrative:
A ge service rep performed an on site investigation. The issue was resolved and the system was then found to be working as intended. Retrospective summary report: (B)(4). Total number of events summarized 140. These reports are being filed late due to a retrospective review of our quality system. These reportable malfunction events involve international service dispatch records.

Event description:
The customer reported the system displayed a "kv too high" message. No reports of pt of staff injury.